Event description:
The patient's family member called in and stated that patient had been "burned" by the tear tech 200 unit. The patient was taken to the emergency room due the "burn" being really red, blistery and had fluid coming out. The patient was called on the same day and patient stated that they received "burns" from the top two electrodes. The area of treatment was the mid back. The patient also stated that during a previous surgery, they had reactions to tape and has a known allergy to tape adhesives and patches. The patient stated that at the emergency room they cleaned the wounds and prescribed cephalexin 500 mg and an antibiotic ointment. At the hospital they said they had a temperature and was not allowed to be released until it subsided. That same day they had pain in their back. Two days later the patient arrived at their doctors appointment, where they were met by one of the co's patient technicians. The technician stated that they observed two red electrode size irritations, but no blistering or swelling.